Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient's right total hip, done (B)(6) 2017, appears to have shortened over time due to stem subsidence. X-ray revealed that the stem had subsided into position but is now well fixed. The surgeon decided to gain length using an eccentric offset liner and a longer head. The revision was performed anteriorly. The head was removed with a bone tamp, the liner was removed using an osteotome. Upon removal a new liner was impacted and a new +12, 32 head was placed and impacted.